Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after pump was left in bathroom while showering. Customer reported an elevated blood glucose (bg) level of 449 (mg/dl). Customer resumed insulin delivery and indicated an injection would be administered to stabilize bg level.